Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one of the foley catheter items had a sticker indicating 5ml instead of 10ml, the one at the top. Additionally, the packaging differs as the top product appeared to be from bd, while the other was from bard.

Manufacturer narrative:
The reported event was unconfirmed as the product meets specifications. Visual evaluation of the submitted one photo sample showed two unopened biocath hydrogel coated foley catheters, both in their original packaging. The top catheter (batch mykn1526) displays a sticker indicating a ¿5 ml balloon¿ but lists a 10 ml inflation volume. The bottom catheter (batch myjv6221) displays a sticker indicating a ¿10 ml balloon¿ but does not list an inflation volume. This meets specifications. As the reported event is unconfirmed, a labeling review is not required. DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: b, d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one of the foley catheter items had a sticker indicating 5ml instead of 10ml, the one at the top. Additionally, the packaging differs as the top product appeared to be from bd, while the other was from bard.